Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned changed another suture from the same pouch to continue the surgery, the same problem happened. Changed another one to continue the surgery, the same problem happened. There will be 18 devices returned for analysis, including 2 actual products and 16 sterile products from same batch. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2024-01486 , mw# 2210968-2024-01487, mw# 2210968-2024-01488. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a craniotomy on (B)(6) 2024 and suture was used. When continuing to tie and tighten after tying two single knots, the suture broke . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with six detached needles two undispensed strands and one suture piece outside its packaging that pertains to product code pdp774d were returned. (The product code is control release and required eight strands per packet). Upon visual inspection of the suture piece, it was observed that the extremes were to be cut probably caused by some surgical instrument. The other section of the suture was not returned for analysis. In addition, it was noted that one suture piece was wavy. The product code pdp774d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. Sixteen unopened samples that pertains to product code pdp774d were returned. As per the sampling plan, a visual inspection of thirteen samples. Upon initial inspection, of the samples, there were no damage or defects observed in the external packets. These were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.